Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
Additional information received from the customer reported the issue with the objective lens and forceps channel occurred during a therapeutic esophageal varices treatment. There was no delay and the procedure was completed with the scope.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that foreign matter remained inside the nozzle and forceps channel. It is likely that foreign matter larger than the inner diameter of the air/water nozzle got into the air/water supply pipe and foreign matter exceeding the inner diameter of the forceps channel got into the forceps channel and caused clogging. There were no deformations to air/water nozzle and the forceps channel and there were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings, evaluation found the objective lens, distal end, scope cover, scope connector and the light guide lens was dirty, the bending angle in the up direction and play of the up/down knobs did not meet standard value due to wear of the angle wire, the protector of the universal cord on the control section side was cut, the water removal ability and air/water supply did not meet standard value due to clogging of the nozzle, the bending section cover adhesive was cracked, the bending tube was deformed, there was a lack of image on the monitor due to dirt on the objective lens, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the an issue with the objective lens and forceps channel of the evis lucera elite gastrointestinal videoscope. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with foreign material and foreign material came out of the instrument tube. The report is being submitted due to foreign material in the nozzle and instrument tube found during evaluation.